Event description:
According to the reporter, during a robotic laparoscopic total cystectomy procedure, the staple got stuck. It was reported that the reload could not be fired normally and could not be pushed when the handle was squeezed. A new reload and handle were used to resolve the issue and complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the staple got stuck. A new reload and handle were used to resolve the issue and complete the procedure. There was no patient injury.